Event description:
The physician assistant was using the maquet endoscopic vasoview hemopro scissor to cauterize the saphenous vein branches on the right leg. It was noticed that the scissor tip was malfunctioning and separating but all parts were still intact. The disposable instrument was removed from use and replaced.